Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked, and the imaging window was twisted. The imaging core could not be extracted due to the twisting in the imaging window. Impedance testing showed an electrical open at the proximal end of the catheter, between 90 and 100 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 10 jun 2025. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but after five runs, the image went black during insertion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was twisted.